Event description:
The following information was provided by the cook area representative based on comments made by the user: during the loading process, the blood hook that is used to feed the string through the endoscope became broken (MDR 1037905-2012-00082). Another device was opened immediately and the same observation was made (MDR 1037905-2012-00083). The same observation was made with an additional six (6) devices (mdrs 1037905-2012-00084, 1037905-2012-00085, 1037905-2012-00086, 1037905-2012-00087, 1037905-2012-00088, 1037905-2012-00089). All eight devices involved are from the same lot number. A banding kit made by another company was used to successfully complete the procedure. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.